Event description:
Deflation right breast implant, with bilateral exchange using another brand.

Event description:
Bilateral breast ptosis and deflation of right breast implant, followed by removal and replacement with mcghan.